Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain. The patient was treated with vancomycin (dose, route and frequency not reported) for the event. Three days after hospitalization, the patient was discharged from the hospital and is recovering from the peritonitis event. At the time of this report, antibiotics therapy was discontinued. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis event was due to a leak caused by a crack in the transfer set. The patient was reported to be recovered from the peritonitis event (previously reported as recovering). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.